Event description:
It was reported that the (B)(4) intraocular lens was inserted into the pt¿s left eye. Cultures were obtained one month post-operatively and revealed p.acnes, pseudomonas, and heavy growth of mold identified as scedosporium apiospermum (latter from vitreous only). This info was received by bausch +lomb via user facility report # (B)(4). Add¿l info has been received to date.

Manufacturer narrative:
The lens has not been returned to bausch + lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.